Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
Bausch & lomb received a report regarding a pt, using renu with moistureloc multi-purpose solution, who developed fusarium keratitis. The etiology of the infection was not determined. It was reported that the pt was an intermittent contact lens wearer. A corneal abrasion caused by an eyelash was recognized as a possible contributing factor to the infection. The pt's outcome is favorable, with restoration of 20/20 vision. A significant off axis corneal scar remains, sparing the pt's visual acuity. Early intervention and prompt culturing of the lesion were cited as keys to a favorable outcome.